Event description:
It was reported that during an unknown procedure, the device was stuck in the closed position. After reloading, it was stuck in closed position again. It was not on tissue when this occurred. Another device was used to complete the procedure. There was no patient consequence. It is unknown which firing this occurred on or what color cartridge was being used.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.